Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. After replacing the memory backup battery on the control printed circuit board (pcb), an error code was generated indicating a failure in the internal memory. The error was resolved by replacing the control pcb. The latest software version was installed and the pre-use check successfully passed. The device was returned to the customer and approved for clinical use. Our conclusion is that the replaced control pcb was the cause of the reported event. However, the root cause of why the part failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: servo-u, corrected. Brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected. Version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected. Unique identifier (UDI) #: (B)(4).